Manufacturer narrative:
The product was not returned for examination. The investigation was limited to the info provided and no conclusions could be drawn about the reported device loosening. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address loosening of the femoral.